Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right lobectomy involving the reload with a powered stapler, the staples were missing on the right side of the cartridge. This led to bleeding, which was treated with clamps and further resection. The issue was resolved by resecting and re-stapling.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the loading unit was fully fired. The anvil was bowed. The clamping mechanism was deformed. The knife bar was buckled. Staple pushers were flush to sub-flush with the cartridge. Staple strike marks were observed in the anvil pockets. Functional testing found that the loading unit was loaded into a representative handle, clamshell, and adapter. The handle recognized that the loading unit was loaded into the adapter, and then the jaws were clamped and unclamped. The loading unit was loaded into a representative instrument. The interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the staple line was incomplete and the staples did not deploy. The reported issues could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The evaluation detected an unreported condition: deformed clamping mechanism, bowed anvil, and buckled knife bar. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.